Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. In 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (partial hysterectomy in 2012). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain and procedural pain had resolved. The reporter considered pelvic pain, abdominal pain and procedural pain to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and severe abdominal pain. She underwent a partial hysterectomy two years after insertion. These events are anticipated in the reference safety information for essure. Abdomino-pelvic pain is common in women, and may have gynaecological and non-gynaecological causes. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not provided. The events started after essure implant. Given the lack of alternative explanation and compatible temporal relationship, causality cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1981. Concomitant products included antidepressants, atorvastatin since 2014, promethazine since 2015 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and complication of device insertion ("when they were putting the essure in they hit her bladder"). The patient was treated with surgery (bilateral salpingectomy) and surgery (partial hysterectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fatigue, migraine, headache, dysmenorrhoea, allergy to metals and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain and procedural pain had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events uterine perforation quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events dysmenorrhea; fatigue; migraines / headaches; nickel allergy; pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1981. Concomitant products included antidepressants, atorvastatin since 2014, promethazine since 2015 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and complication of device insertion ("when they were putting the essure in they hit her bladder"). The patient was treated with surgery (bilateral salpingectomy), surgery (partial hysterectomy in 2012) and surgery (partial hysterectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, headache, allergy to metals and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, fatigue, migraine, procedural pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("severe pelvic pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity since 1981. Concomitant products included antidepressants, atorvastatin since 2014, promethazine since 2015 and topiramate since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and complication of device insertion ("when they were putting the essure in they hit her bladder"). The patient was treated with surgery (bilateral salpingectomy), surgery (partial hysterectomy in 2012) and surgery (partial hysterectomy in 2012). Essure was removed on 1-nov-2012. At the time of the report, the uterine perforation, headache, allergy to metals and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, fatigue, migraine, procedural pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, procedural pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events uterine perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: fatigue, migraines and dysmenorrhea outcome was updated to resolved (2 weeks following essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and severe abdominal pain. She underwent a partial hysterectomy two years after insertion. These events are anticipated in the reference safety information for essure. Abdomino-pelvic pain is common in women, and may have gynaecological and non-gynaecological causes. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not provided. The events started after essure implant. Given the lack of alternative explanation and compatible temporal relationship, causality cannot be excluded. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.